Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced severe pain and anxiety. After the surgery, the patient had sever pain and the next day, the doctor examined the patient and identified that intraocular pressure has increased. The physician then inserted that needles in the patient's eye to drain the fluid to reduce the intraocular pressure. The patient still had severe pain, blurred vision and vision impairment. The physician then prescribed a series of antibiotic, steroids and lubricants to reduce the patient's pain. The physician then suggested the patient to take a second opinion. The second physician suggested that the patient might be one of the 3 percent of the people whose eyes did not adapt to the lens. Hence the lens was explanted and replaced with another lens in a secondary procedure by the second physician. Additional information was received stating that the patient was also having some flashes, floaters and he was having some fluctuating vision and described symptoms consistent with dry eye syndrome which was possibly aggravated as a side effect of some post operative medication. The patient also had continued residual inflammation which might be the cause for the blurry vision. There were 2 files associated with this report. This is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).